Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient developed sustained supraventricular arrhtyhmia that needed dc cardioversion or defibrillation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.